Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application displayed an alert to close and re-open the application. No additional event or patient information was provided. No product or data was provided for evaluation. The reported event of the temporary error with the g5 mobile application could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event: removed other-serious injury.